Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors including coronary artery disease, hypertension, diabetes myelitis, obstructive sleep apnea, and hyperlipidemia could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), 6 years, 7 months, and 12 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve required intervention due to stenosis (valve area < 0.5cm2) and calcification with a gradient of over 50mmhg. The patient was experiencing fatigue and heart failure. A valve in valve was completed successfully with post dilation of the second valve the help expand the frame and the patient was in stable condition. According to the medical records, a clinic note was provided for pre-op transcatheter aortic valve replacement evaluation (tavr). The patient was experiencing angina, shortness of breath with everyday activities, progressive fatigue, and dizziness. A transthoracic echocardiography (tte) showed the 26mm sapien valve with calcification of the leaflets and reduced opening visually, no valvular or paravalvular insufficiency, mean gradient 43mmhg, and valve area index calculates at 0.49cm2 per m2 suggesting severe aortic stenosis was present. The right heart catheterization showed the valve area of 0.7'0.8cm2, which was consistent with severe aortic stenosis of the prosthesis. After pre-op workup, the plan was for 23mm sapien viv and the patient agreed. The operative note was not provided, however a post-tavr valve in valve (viv) echocardiogram was received that showed ef 55-60%, known viv tavr sapien prostheses, no valvular or paravalvular insufficiency, and mean gradient of 18.0 mmhg.